Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a (B)(6) result on a (B)(6) female patient with chest pain. The customer states the patient was admitted on (B)(6) 2017 and discharged the same day. There was no additional patient information at the time of this report. Return product is available. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/15/2017. Retain and return product was tested and functioning according to specification.